Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were needed sometimes be pressed multiple times to function. The customer's blood glucose value was unknown. The insulin pump long time to rewind and had unexplained no delivery alarm. The insulin pump will not be returned for analysis.